Manufacturer narrative:
(B)(4).

Event description:
The surgeon inserted a +21.5 diopter cc4204a collamer single piece lens and it went thru the posterior capsule. The incision was enlarged, the lens was cut out, a vitrectomy was performed and an acl was implanted. The reporter stated the surgeon was concern about the patient's anatomy prior to surgery and it was unable to support the lens.